Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined

Manufacturer narrative:
H6 investigation conclusions code "24 cause traced to intentional off-label, unapproved, or contraindicated use" has been removed.

Event description:
It was reported that surgical intervention was undertaken on (B)(6) 2023, where the patients system was explanted and replaced for an unknown reason.

Manufacturer narrative:
Date of event is estimated.